Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient's therapy had not really worked since implant; the patient reported that in the office after implant, when they set the device, they felt stim briefly but hadn't felt stim since. Before the trial the patient was getting up 5-6 times a night, during the trial they got up once a night, and last night they got up quite a few times. They were not able to say if they were getting 50% relief of symptoms or not. The patient connected with their patient programmer (pp) and confirmed the stim was on at 1.8v on program #1. They increased to 1.9v and noted they would wait until their healthcare provider (hcp) appointment on thursday to change more. The patient also reported they had pain at the implant incision site since surgery, that had expected it and it had lessened. A friend or family member of the patient reported the patient was not getting relief from therapy very well since it was implanted. The caller stated at first the patient wasn¿t using the bathroom much and didn¿t have too much, but he was not getting relief very well. The patient thought they were feeling stimulation, but they were not sure. Additional from the consumer reported the caller synced with the patient programmer and the implantable neurostimulator (ins) and the patient was on program 2 at 1.5 v and increased stimulation to 1.7 v and the patient was feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.